Manufacturer narrative:
The complaint investigation for false negative alinity I anti-hbc ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any nonconformances, potential non-conformances or deviations associated with lot number 59046be01 and the complaint issue. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hbc ii assay for lot 59046be01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely negative alinity I anti-hbc ii results for one patient. Sid (B)(6), initial result = 0.86 s/co, the retest result = 0.86 s/co. The patient¿s historical result = 1.16 s/co, this historical result was repeat reactive (repeat results were not provided and were in alignment with results of the other hepatitis b markers and/or the patient¿s clinical presentation). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely negative alinity I anti-hbc ii results for one patient. Sid (B)(6) initial result = 0.86 s/co, the retest result = 0.86 s/co the patient¿s historical result = 1.16 s/co, this historical result was repeat reactive (repeat results were not provided and were in alignment with results of the other hepatitis b markers and/or the patient¿s clinical presentation). No impact to patient management was reported.